Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The patient¿s mother stated that the patient had a skin reaction which she described as an allergic reaction to the sensor patch adhesive. The patient¿s skin had gotten worse and she had severe red patches at the site which were constantly burning and itching. The patient was taken to the hospital emergency outpatient department and treated with antibiotics and piriton allergy medication. No additional patient or event information is available.